Manufacturer narrative:
Concomitant products: product ID: 3998, lot# lb6154, implanted: (B)(6) 2003, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was discomfort in the buttock. The patient was asking for a pain physician. No diagnostic testing or troubleshooting was performed but would be in the future. At first, the discomfort was from years ago when entering a theft control device at a store. Patient status at the time of the report was alive, no injury. The symptom or complication associated with the event was discomfort in the buttock. The battery was in the abdomen. The healthcare provider (hcp) had not seen the patient for many years. The manufacturer representative was scheduled to see the patient on wednesday and would follow-up with the hcp. The discomfort was in the buttock with stimulation off as well as with the stimulation on. There was a 50 percent or greater symptom reduction. There was discomfort in the right buttock. Impedances were checked and they reprogrammed the day of the report. Electrode zero had high impedances. The zero electrode was high so the manufacturer representative was able to program without it. They obtained excellent bilateral coverage for the patient and they were receiving effective therapy.